Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization to the middle cerebral artery, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8512180) was placed in target site and started to release. The physician could only observe the infusion catheter distal marker and the stent positioning marker, the stent distal markers were not able to be seen under x-ray. The doctor retracted the stent and switched a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 08-feb-2024 indicated that the stent distal markers were not able to be seen under x-ray. There were no procedural delays due to the event. The vessel was 3.0mm and the aneurysm was 5.2mm x 4.0mm.

Manufacturer narrative:
Product complaint #: (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization to the middle cerebral artery, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8512180) was placed in target site and started to release. The physician could only observe the infusion catheter distal marker and the stent positioning marker, the stent distal markers were not able to be seen under x-ray. The doctor retracted the stent and switched a new one to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 08-feb-2024 indicated that the stent distal markers were not able to be seen under x-ray. There were no procedural delays due to the event. The vessel was 3.0 mm and the aneurysm was 5.2mm x 4.0mm. A non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) was received. A visual inspection was performed. Only the stent component was returned, and it was observed to be in good condition with no broken struts, marker bands, and no kinks. A microscopic examination was performed, and, under magnification, the 8 stent markers were confirmed to be properly assembled and undamaged. The stent was inspected under x-ray, and the markers were properly identified and visualized. The issue reported was not confirmed since the markers were properly identified and visualized during the evaluation. 100% receiving inspection was completed on the marker band wire. The vrd stents require a distal and proximal marker wire made of tantalum. Tantalum is a radiopaque material. The certificate of conformance for the raw materia compontent (0.002¿ wire) was confirmed to be tantalum. Supplier reviewed device history record (DHR) for the lot and no issues were found. The detached condition of the stent was not originally reported; the exact time of occurrence cannot be determined, therefore, this issue is not related to the issue reported. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8512180. The history records indicate this product was final inspection and was determined to be acceptable. During the manufacturing process each device undergoes 100% inspection for the following, which look for missing stent marker: ¿ verification of marker gluing ¿ verification of stent post-coating. There is a separate 100% quality inspection also performed on each device, which includes the following which look for missing stent marker: ¿ verification of final assembly. Based on the device evaluation, the DHR, the review of the process controls in place, and the results obtained from the returned stent, it is unlikely the lack of visualization of the distal marker is attributable to the device itself. It is possible for the user to have unintentionally missed visualizing the distal markers but still visualize the other markers present. During the procedure there are multiple radiopaque markers present, the distal markers on the stent markers are the least visible comparatively (due to their relatively small mass). Where the stent is placed (bone density, surrounding tissue) could potentially impact visibility of the distal markers. Additional controls are in place to mitigate the hazard in instructions for use (IFU). In step 13 of the IFU it states ¿continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.